Event description:
It was reported that the patient fell down and the patient's condition worsened. It was assumed that the left lead broke. It was noted that there was a short circuit between electrodes 2 and 3. The lead was replaced, and the patient recovered without sequelae. There were no other complications.

Manufacturer narrative:
Product ID 3389-28, lot# 020582950, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead kit found no anomalies.